Event description:
Received an electric report from a hemodialysis user facility who has reported a patient reaction to this dialyzer. Initially, the reported symptoms related to the reaction were shortness of breath and apprehension. The initial reporting rn was contacted and a verbal report was received. Also requested at the time, was the date of event and the treatment sheets. According to the rn, this event occurred while the patient was in inpatient. Reportedly, for this event, dialysis was started and within 10 minutes of the treatment, the patient started to have severe shortness of breath, back pain and was climbing out iof the bed. The md was notified. An order was given to medicate the patient with diphenhydramine IV. The patient was medicated and the rn waited 1/2 hour after the administration of that medication and then the patient was reinfused. The patient was then ordered a gamma radiated dialyzer. According to the reporting rn, this patient has continued to have the same symptoms with the use of the new dialyzer prescription. There is no sample available.